Event description:
The customer received blood glucose readings of 25 and 29mg/dl on the contour next link, re-tested on a different meter and the reading was 159mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.